Manufacturer narrative:
H11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (21) and subsequent manufacturing date (11) are unknown; therefore, the UDI number only will contain the device identifier (01). G1: device manufacturer address 1: nothern region industrial estate. G1: device manufacturer address 2: 60/29 moo 4, tambol banklang, a.muang. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump under infused. The day prior to the event date, the intralipid infusion was programmed to 9.4ml to run over 24 hours; however, the following day the nurse observed the pump the physician¿s order was written as 0.4ml to run over 24 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.